Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies and the ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial#: (B)(4), product type: extension. Product ID: 3550-29, serial#: unknown, product type: accessory. The product ID: 97714, sn# (B)(4) and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the therapy decreased when ins battery level was around 50% and this had been occurring since implant. Rep was unable to troubleshoot and rep to discuss what we knew about the battery curve. Patient if still noticed a change would recharge at that time, so we could capture voltage level. No further complication and no symptoms reported. Additional information from representative (rep) was received. When asked the cause of the patient¿s therapy decrease when ins battery level was around 50% since implant was determined, rep stated the issue wasn¿t determined, and patient just swear this was the case. It was noted the issue had not been resolved. An additional information was received on oct-29-2018 from rep. Rep called to inquired if therapy was known to diminish if ins charge was below 50%, and if ins recharger stats provided insight into therapy. Technical services (tss) reviewed oor notification should appear if settings could not be met with ins and insr stats did not provided insight into therapeutic output of ins. Rep was going to coach patient to adjust change habits to keep ins above 50% to avoid perceived diminish therapeutic output. No further complication and events reported. Additional information received from the healthcare professional reported that the patient reported that the therapy was ineffective when the stim battery was less than 50% and extremely difficult to charge so the ins was explanted. It was reported that the patient recovered without sequela. The ins was replaced.